Event description:
As reported: "head disassociation from the stem. Revision procedure to remove stem and re-implant restoration modular stem."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "head disassociation from the stem. Revision procedure to remove stem and re-implant restoration modular stem."

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown head was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the failure of a femoral stem due to trunnion deformity with head disassociation 11 years after implantation. I can confirm that this event took place since I was able to see the xray with the deformed trunnion and the disassociated head. The implant stickers for the revision surgery were present. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of head disassociation are multifactorial including surgical technique factors, patient activity and weight, as well as possible implant factors. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.